Event description:
It was reported that the ilet pump screen began to delaminate, the device remained usable, and a replacement was arranged with return of the affected unit. Outcomes included no interruption of therapy and no hospitalization. Investigation included collection of a photograph of the damage and standard troubleshooting and education, including guidance to shut down the device and to complete data sync prior to return. Investigation of this case revealed device screen delamination consistent with a hardware screen defect. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage of the screen assembly of unknown origin.